Event description:
It was reported that (2) devices were used during an anterior resection. It was reported by the affiliate that the cdh29 instruments failed. The event is in german. Awaiting translation from affiliate. The only known info is that the pt was hand sutured. 04/06/2000 message from affiliate. The plastic washer was not cut completely. Both devices were used in the same case. The pt was hand sutured to complete the case.